Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that before use with patient, contamination was found inside the tubing of this disposable transducer. The product was available for evaluation. Patient demographics were requested but are not available.

Manufacturer narrative:
According to the product evaluation the unknown clear saline crystal-like material was observed inside disposable transducer housing and was flushed, therefore a chemistry analysis could not be performed on the material but after reviewing the manufacturing process the most likely material used during the assembly process is solvent which could have migrated through the IV line connected to the dpt. The personnel were notified of the condition. It is common clinical practice to inspect all products before usage. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. The noted particulate was flushed out during 5 minutes of continuous flushing. Particulates that are in the fluid path could enter the bloodstream, potentially embolizing and resulting in patient injury or infection. It is standard practice to inspect all devices before use on a patient. This issue was noted before use and there was no patient injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One single disposable pressure transducer kit was returned for evaluation. The reported event of contamination was confirmed. As received, paper tapes were noted on the IV and pressure line. The tape was removed, no visible damage was noticed on any line. No liquid like material was observed throughout the unit. An unknown clear saline crystal like material was observed inside of the dpt housing. The material was approximately 2x1mm in size. The material got dissolved when the kit was primed. The system was flushed for 5 minutes of continuous flushing, but no visible particulate was flushed out and captured on paper filter. No other visible contamination or inconsistencies were observed from the rest of the kit. The returned device appeared consistent with the customer photo in which it could be seen a dpt inside a plastic bag with unknown clear material inside IV tube. The findings observed in the customer photo were consistent with pre-deco condition. It is common clinical practice to inspect all products before usage. A review of the manufacturing records indicated that the product met specifications upon release. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. The noted particulate was not able to be flushed out during 5 minutes of continuous flushing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.